Event description:
It was reported that the patient had a revision six months after the device was implanted because the implantable neurostimulator (ins) was flipped and they also made the pocket smaller.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the implantable neurostimulator (ins) was also in the patient's hip and wasn't flat; it was turned. The patient didn't answer when asked if it had been like that since implant. The patient had to sit in a certain way to charge her ins. The cause of the ins being turned in its pocket and flipping was because the pocket was too large, so it sat with the corner out, and it took much longer to charge the device. As a result of the issues, a second surgery was required to make the pocket smaller within 2 months, but the pocket was still not in the best position.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).